Event description:
Additional information was received on 12/29/2008: the physician was attempting to gain access to the renal pelvis by using access needle and cope nt wire. He was having difficulty with accessing the kidney, due to the kidney not being well hydrated. He then left the needle in place to maintain access, upon doing so, he pulled back the cope nt wire and that is when he noticed that it had segregated off into the patient. The physician was unable to gain access to retrieve part of the wire or to place a drainage tube. He stated that due to the patient's lifestyle he does not feel that he will see the patient for a follow up procedure.

Manufacturer narrative:
The actual suspect device was not returned for investigation; however, devices from the suspect lot were returned and were determined to have been manufactured according to specification. When considering the information provided and the results of the investigation, it is possible the device may have met with resistance beyond its intended design. We have also been separation occur during the placement and/or attempted removal of the supplied wire guide when inadvertent contact is made with the needle bevel. This device is inspected 100% by our quality control department for bends, kinks, adequate joint strength and other surface imperfections prior to transport. We do caution that withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.